Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they can only read the screen of insulin pump when it was directly under a light. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had no delivery alarms and customer was changing its battery almost everyday for a month. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened dome switch on bolus, act and up arrow button. J2 connector was inspected and locked on lcd board. Unable to verify no delivery, missing segments and battery last less than expected due to keypad not responsive.